Manufacturer narrative:
Occupation is patient/consumer the meter and test strips were requested for investigation. The reporter's meter and test strip lot 63657521 were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.7 inr, qc 2: 2.7 inr, and qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The alleged results were observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the stago method using the neoplastine cl+ reagent. The patient used strip lot 62682421 with an expiration date of 31-jan-2024 for the following meter results: on (B)(6)2023 the laboratory result at 7:12 a.m. Was reportedly 4.1 inr. The meter result at 7:57 a.m. Was 5.4 inr. On (B)(6)2023 the laboratory result at 7:15 a.m. Was reportedly 6.2 inr. The meter result at 7:49 a.m. Was > 8.0 inr. The patient¿s warfarin dose was allegedly held for 2 days based on the 6.2 inr result from the laboratory. The patient used strip lot 63657521 with an expiration date of 31-jan-2024 for the following meter result: on (B)(6)2023 the laboratory result at 7:15 a.m. Was reportedly 2.5 inr. The meter result at 7:53 a.m. Was 3.7 inr. The patient¿s therapeutic range is reportedly 2.5 ¿ 3.5 inr with an alleged testing frequency of weekly.